Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 53 mg/dl at the time of incident and the current blood glucose of the patient is 120 mg/dl. Customer report they alleging possible pump over delivery. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer treated with food. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08780 inches. No possible over/under delivery anomaly noted.